Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one overfill event occurred during dwell one of peritoneal dialysis on the homechoice. The patient reported that they felt bloated following the first fill cycle. The patient had manually filled 2500ml prior to the initial drain of automated therapy on the homechoice, without a manual drain. The patient was unable to recall the initial drain volume; however, the patient said that they may not have drained completely. The initial drain alarm was set at 0ml. There was no patient injury or medical intervention reported. No additional information is available.